Manufacturer narrative:
The reported events were failure to advance, failure to retract, high capture threshold, and dislodgement. As received, a complete lead was returned with its helix extended and clogged with blood/ tissue for analysis. The failure to advance issue was confirmed by analysis. Final analysis noted that the stylet was unable to be fully inserted/ removed due to damage found at the connector region.

Event description:
It was reported that the patient was brought in for a lead repositioning procedure due to a high capture threshold observed in the right ventricular (rv) lead. During the procedure, the stylet could not be advanced through the rv lead, and the helix could not be retracted. As a result, the rv lead could not be repositioned on (B)(6) 2025 and was subsequently explanted. During explant, the rv lead had dislodged and was successfully replaced. The patient remained stable throughout the procedure.